Event description:
Reportedly, 5 days after implant, an unexpected pacemaker behaviour was found: as documented on ecgs, loss of pacing was observed, resulting in asystole. This device worked normally in asynchronous mode (v00 - 70min-1). The physician decided to replace the pacemaker involved in this MDR report, asking for analysis. During the replacement procedure, the measurements of the leads were normal and the new device operated as expected whatever the programmed pacing mode.

Manufacturer narrative:
On (B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the united states; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.